Event description:
It was reported that the fowler was drifting due to a damaged gas cylinder. It was also reported that the bed had no power due to a damaged power inlet filter and power cord sheathing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.